Manufacturer narrative:
(B)(4). D10: cat# 00877503202 lot# 3114771 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 cat# 00620205222 lot# 65712802 shell porous with cluster holes 52 mm. Cat# 00625006530 lot# j7422663 bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 00625006530 lot# 65721828 bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 00784802200 lot# 65587381 modular neck b 12/14 neck taper use with +0 heads only. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 year later due to instability, subsidence, aseptic loosening, pain, and recurrent dislocations. During the revision no bone growth was noted on the femoral component. All components were revised. It was reported that no further information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records and timeline identified the following: during a clinical visit prior revision the following was noted: left hip pain for 1 year, reports hip keeps popping out of place. 5 dislocations since hip replacement. Failure of ingrowth left femoral stem with subsidence, no fracture, pedestal and peripheral radiolucency femoral component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.